Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed low battery voltage and high current drain. Electrical analysis determined that an integrated circuit was drawing the excess current drain. The cause of the excess current could not be determined.